Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test followed by a blank display. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to get the display to return, but received a battery out limit. Customer was sent a replacement battery cap and the insulin pump was not replaced. During a follow up call, the customer reported that after using the replacement battery cap, the display was blank again. Blood glucose level at the time of this incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no blank display noted and powered up properly after battery installation. The insulin pump has normal operating currents and no unexpected off no power, weak battery, low battery, battery out limit, failed battery test alarms during our testing. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.